Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that several boluses were administered unintentionally, without any interaction with the omnipod 5 controller. At 10:16 am, an initial bolus of 1.25 units of insulin with 9 g of carbohydrates was programmed and delivered. At 11:03 am, the blood glucose reading was ¿low.¿ as treatment, the patient took oral glucose (sugar cubes, coca-cola, cookies). Additionally, after a data transfer attempt, the display malfunction; the screen went completely black, then completely white, requiring a manual restart. Three reports have been submitted to represent each event of uncommanded bolus ((B)(6)).